Event description:
It was reported that during an arthroscopy, the fast-fix 360 t2 came out from the meniscus, and the t1 implant was removed successfully from the patient using a grasper. The procedure was completed using a s+n backup device. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.